Event description:
The bravo ph capsule with delivery system was placed in the pt's esophagus at 34 cm, by the md. Excellent suction was maintained for 45 seconds, the plunger was depressed a one-fourth turn and released. On exam with the scope, the device had not deployed. A second attempt was done, and on withdrawal of the scope capsule, it was noted above the vocal cords. It was removed with a roth net. A new bravo device was calibrated and deployed sucessfully by the md. No injury to pt.